Event description:
It was reported on an external medwatch number #14-025820000332 that the (1) trocar from kit fdc04 was used in a laparoscopic cholecystectomy procedure. It was reported that the surgeon saw a piece of plastic floating on a blood clot near the gall bladder. The 5mm port started to leak. It was believed the plastic was from from port.